Event description:
During a laparoscopic gastric bypass procedure, the generator gave a solid tone with the device. Handpiece checked okay, so they put on a new instrument. Procedure completed with another device of the same product code. There was no reported patient consequence.